Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short v-v intervals, undefined impedance qualified as high, myopotential oversensing and a fracture. It was noted that the patient experienced muscle stimulation. The rv lead was programmed off and later capped and replaced. No further patient complications have been reported as a result of this event.